Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. The device is not being returned for evaluation. There is no further information available on this event and no further investigation can be performed. Placeholder.

Event description:
It was reported that the tip of the tap broke during its first use. The surgeon used his own technique to insert the screws and no force was applied. A broken part remains in the patient which the surgeon was unable to be retrieve. No further information was provided.